Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm liberté¿ stent was selected to treat the lesion but the release system was broken during preparation. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds). The balloon was tightly folded. The stent was secure on the balloon between the markerbands. The hypotube was separated 87cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube and shaft kinks throughout the catheter. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm liberté¿ stent was selected to treat the lesion but the release system was broken during preparation. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.